Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient complained of pain at the device site. A CT showed that the rns neurostimulator was a few mm above the skull (proud), with one the tabs of the ferrule being highest. The patient underwent device replacement.